Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor needle was broken. The customer's blood glucose was unknown. The customer changed sensor 2 times, sometimes threw them away, sensor glucose 253 mg/dl, high alert and it was bleeding yesterday, sometimes the needle was broken stated she has issues with the needles. There was bleeding at the insertion site. Customer was not like to continue troubleshooting site issue. The sensor will be returned for analysis.